Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thumb clamps on the solution lines of a manifold set were popping open after being closed. The reported stated that this is leading to an additional 2l of solution flowing into either the patient or into the drain bag during capd (continuous ambulatory peritoneal dialysis therapy). There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification and no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.